Event description:
Information received from the field notes that the patient was experiencing pectoral stimulation. When the voltage was increased to 2.5v and the pulse width was decreased to 0.3ms, the patient did not feel stimulation. The physician will administer a drug regiment to reduce the atrial rate and the patient will be monitored.